Manufacturer narrative:
The reported fluctuation in the pump power and estimated flow values and low flow alarms was confirmed through the evaluation of the submitted system controller log file; however, a specific cause for the fluctuations pump power and estimated flow could not be conclusively determined. No interruptions in pump function were captured in the log file. A correlation between the device and the reported increase in the patent's lactate dehydrogenase level could not be conclusively determined. Hemolysis is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
Device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 2 years, 6 months. It was reported that the device would not be returned for investigation. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that on (B)(6) 2017, low flow alarms were produced by the system controller, and the patient became unstable. Adrenaline was administered, and the patient¿s aortic pressure was approximately 70 mmhg. The patient's lactate dehydrogenase (ldh) level was above 5000 u/l, and IV heparin was administered. An echocardiogram was unremarkable. Elevated pump power readings were also observed. Lysis therapy with actilyse was started. The patient subsequently expired on (B)(6) 2017 due to multi-organ failure. No additional information was provided.